Manufacturer narrative:
Citation: mangold et al. Deoxyribonuclease is prognostic in patients undergoing transcatheter aortic valve replacement. Eur j clin invest. 2021 nov;51(11):e13595. Doi: 10.1111/eci.13595. Epub 2021 jun 8. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding double-stranded deoxyribonuclease (dna) and clinical outcome following transcatheter aortic valve replacement (tavr). All data were collected from two austrian medical centers between 2010 and 2018. The study population included 345 patients (predominantly female, mean age 82 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients an unspecified number were implanted with a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided). Among all patients, 68 deaths occurred within 12 months of tavr. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: severe vascular complications, severe aortic regurgitation (ar) and paravalvular leak ( pvl), stroke, myocardial infarction (mi), and arrhythmia requiring permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.